Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect an upstream occlusion. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition.  A device history review revealed no issues that could have caused or contributed to the reported issue. The reported issue could not be reproduced during the device evaluation. The unit was sent for upstream occlusion testing and received passing results. The device was determined to meet all product specifications related to the reported device failed to detect an upstream occlusion. The reported symptom was not verified. Should additional relevant information become available, a supplemental report will be submitted.